Event description:
It was reported that leakage occurred on the catheter inside the body, at 42cm to 43cm of the catheter. The chemotherapy drug was allegedly outflowing, and the outflow part of the patient was reportedly red and swollen.

Manufacturer narrative:
A lot history review (lhr) of reyg1677 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the manufacturer for evaluation.